Manufacturer narrative:
(B)(4).the complaint is confirmed due to the use error described by the registered nurse, who replaced the cassette but reused solution bags when troubleshooting a check heater line alarm. The label review found the patient at home guide to be adequate for the use error in this incident.

Event description:
The customer contacted baxter's service center regarding assistance with an alarm; which occurred on the homechoice (hc) during fill 1. The technical service representative (tsr) explained the alarm. The registered nurse (rn) said they had already changed the cassette but not the bags. The tsr said all new supplies should be used because the setup was possibly compromised. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on 01/31/2012 the regarding reported problem. The pd rn stated that they just reviewed the patients alarm log, and they did see the check heater line alarm. The pd rn stated they did not know about the reuse of the supplies, they will talk to the patient's family member so the nursing home can be notified of the error. The pd rn stated that this is against their therapy policy so they will find a way to situate this problem. The pd rn stated when they saw the patient recently; they did not present any negative side effects, and seems to be doing fine. The pd rn stated they will keep their eye on the patient's therapy but for now they insured that the patient is continuing therapy as normal. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.